Manufacturer narrative:
A philips authorized service provider (asp) reported the issue was resolved by the customer. The asp requested details regarding the corrective action and the device final disposition; however, no additional details were provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
E1 reporter phone number - (B)(6)

Event description:
Philips received a complaint from a customer reporting that the screen on the v200 ventilator was black which a restart did not resolve. The device was in clinical use. The device was exchanged for an alternative device. There was no report of harm.